Event description:
The customer reported that the ortho provue analyzer graded two reactions as 1+. However, upon visual interpretation, both reactions were negative. It is unknown which tests were being performed at the time of the incidents.